Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was discontinued. One day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. A week after being hospitalized, the hp was discharged. The patient was recovering from peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).